Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, nakanishi limited in the info that we can obtain from the initial complainant. Event info: on (B)(6) 2013, nsk received an electric medical handpiece model p200-cra, serial number (B)(4) for repair from a dist repair facility. On the distributor's documentation was statement: the doctor burned his finger with this handpiece. Nakanishi did not obtain other detailed info. The doctor requested nakanishi to check this handpiece and wanted to know the cause of this heat-up.

Manufacturer narrative:
Upon receipt from the doctor of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device. These activities are described in more detail below: methodology used: nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi measured the temperature of the head of the handpiece for several minutes of operation and did not observe an abnormal rise in temperature. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed with microscope and found there were was wear on the reduction gear, but nakanishi is not sure if this wear could cause the handpiece to overheat. Conclusions reached based on the investigation and analysis results. Nakanishi identified this heat up might due to a lack of maintenance, then nakanishi returned this handpiece after overhaul to the doctor. Nakanishi reminded the user of maintenance instruction included in user manual.